Manufacturer narrative:
No product will be returned for evaluation. See scanned page.

Event description:
The patient's wife reported the tubing of the patient's insulin infusion set had broken and was leaking insulin. She stated he had a blood glucose reading of 420 mg/dl with his recommended reading being under 180 mg/dl. She said the patient treated his elevated blood glucose by changing his infusion set and blousing through his insulin infusion device. She stated the patient is aware of the recall. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced, but had been discarded and was not available to be returned for evaluation.